Event description:
It was reported the patient experienced pain. During an left atrial appendage occlusion (laao) procedure, a versacross connect laac was selected for use. The physician went up with intracardiac echocardiography (ice) catheter and versacross connect. The patient's heart was very rotated and patient was yelling out in pain the whole time with every manipulation of the catheter. The first attempt for transseptal was attempted but was unsuccessful. It was then attempted to reposition and did a successful transseptal. After the second transseptal and crossing with sheath and ice, the patient began to cough up blood. The physician paused the procedure. Suction to get blood was performed and a wedge under the patient was placed. After a few minutes the patient seem to stabilize and the physician decided to proceed and complete procedure. The patient is expected to recover fully. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was on non-ga. Transseptal workflow was difficult due to position of septum, being able to tent, had to go up multiple times and attempt to place curve on dilator/sheath multiple times. Patient was hemodynamically stable otherwise. Patient was discharged same day with no other issues, coughing up blood stopped prior to case ending and did not occur again.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem, common device name (d2a), pro code (product code) (d2b), in section d - suspect medical device and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced pain. During an left atrial appendage occlusion (laao) procedure, a versacross connect laac was selected for use. The physician went up with intracardiac echocardiography (ice) catheter and versacross connect. The patient's heart was very rotated and patient was yelling out in pain the whole time with every manipulation of the catheter. The first attempt for transseptal was attempted but was unsuccessful. It was then attempted to reposition and did a successful transseptal. After the second transseptal and crossing with sheath and ice, the patient began to cough up blood. The physician paused the procedure. Suction to get blood was performed and a wedge under the patient was placed. After a few minutes the patient seem to stabilize and the physician decided to proceed and complete procedure. The patient is expected to recover fully. The device is not expected to be returned for analysis (disposed).